Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, and subsequently a cartridge alarm (alarm 19) occurred. Customer's blood glucose level was 182 mg/dl. Reportedly, the customer loaded a new cartridge to resume insulin delivery.